Event description:
According to the reporter, during ablation procedure, after ablation for 10 minutes, there's a hole in the middle of the ablation (green) part and the normal saline leaks. The patient was unstable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, after ablation for 10 minutes, there's a hole in the middle of the ablation (green) part and the normal saline leaks. The patient was unstable because of fever and gastric injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had an outer shaft failure. It was reported that there was an adverse event without an identified device or use problem, the device broke during use and the device was leaking. A potentially related device issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if using an accessory device to aid in the insertion of an antenna (example: cannula or needle guide), ensure: the antenna shaft and tip are inserted through the accessory device without resistance or lateral force, the antenna shaft does not bend or scrape against accessory device, the accessory device does not apply lateral force to the antenna and the green, radiating section does not touch bare metal while energy is being delivered. Failure to do so may cause damage to the antenna including breakage or detachment of the shaft and tip or may cause unintended thermal injury or alter the ablation pattern. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.